Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, patient underwent treatment of an abdominal aortic aneurysm and a common iliac artery aneurysm with gore® excluder® aaa endoprostheses and iliac branch endoprostheses. Reportedly, the iliac branch component was positioned and deployed without issue. During advancement of the internal iliac component resistance was noted, reportedly the up and over through wires had become wrapped around the delivery catheter within the introducer sheath. According to the report, an attempt to rotate the delivery catheter to resolve the wire-wrap issue proved unsuccessful. An attempt was made to forcibly remove the catheter, however the leading olive had become caught between the crossed wires and completely separated from the delivery catheter. Reportedly, the endoprosthesis began to prematurely deploy above the iliac branch component. The physician elected to advance the internal iliac component into the aneurysm and completed deployment of the device within the sac. It was reported, the physician was able to remove the proximal leading olive from the patient within the sheath. Another internal iliac component was used to complete the procedure with no further complications being reported. Final angiography showed exclusion of all aneurysms and the patient tolerated the procedure.